Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer contacted via social media and stated that when she tried to remove the tampon the string came off completely. No injury was reported.